Manufacturer narrative:
The subject device was returned to olympus (B)(4) (oekg) for evaluation. The evaluation of the subject device confirmed the followings; break of the cable was noted. -the reported event was caused by the break of the cable. If additional information becomes available, this report will be supplemented.

Event description:
The cable of this device got torn off and interference fringes appeared on the endoscopic image. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc guessed that the break of the cable was caused by aging. If additional information becomes available, this report will be supplemented.